Manufacturer narrative:
Philips service provided part numbers, and the system was returned to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was stuck at zero countdown, with the grabber card suspected on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.